Manufacturer narrative:
Concomitant medical product: 4574 lead implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) and rv coil impedance, along with high rv pacing impedance. The rv lead was unable to be extracted, therefore, remains in-situ and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.